Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of a type 3b endoleak of the cuff. These type 3b endoleak is mostly likely device related due to the use of strata material. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigations of this reported event is planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
At the completion of the clinical assessment on 11/29/2018, for a pervious report event (2031527-2018-00862), clinical was able to find substantial evidence to support the following finding of a 3b endoleak of the cuff (suprarenal extension) and the main body (bifurcated stent graft). This report is for the cuff (suprarenal extension) only.